Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's hand is shaking like crazy and they think it may have been because the therapy was turned off. The caller was in group a and the adaptive therapy was active and it would spin for hours and hours. They switched to group b and increased the stimulation, but the hand is still shaking. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.